Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to field (h8) and to provide additional information received through follow up (b5). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the subject device was used with the distal cover improperly attached, and the distal cover fell off due to load during the procedure. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: - instructions, operation manual, chapter 4, section 4.1 describes how to detect the subject event. - instructions, operation manual, chapter 3, section 3.5 describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: it was reported that the distal cover dropped off in the duodenum.

Event description:
It was reported the tip cover fell off the scope into the patient during the case. The procedure was completed with a similar device. There was no health hazard to the patient.

Manufacturer narrative:
The device was not returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report is related to the following linked patient identifiers: (B)(6).